Manufacturer narrative:
Date of event is estimated. During the processing of this incident attempts were made to obtain complete initial reporter information.

Event description:
It was reported the implantable pulse generator (ipg) is unable to communicate with external devices. Communication was attempted with another charging system and programmer and the ipg was again not able to communicate. Patient denies any falls or trauma and indicated they had been compliant with charging the ipg per manufacturers guidelines. Patient has not lost stimulation. To address the issue, the ipg may be replaced at a later date.

Manufacturer narrative:
A depleted ipg was reported to abbott. The device was not returned for analysis and efforts to obtain addition event details were unsuccessful. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient¿s ipg was explanted and replaced to restore effective therapy.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced (with a different model) to address the patient's issue.